Manufacturer narrative:
Not applicable as this is not an implantable device. Concomitant medical products: lens model and serial number unknown; amo-viscoelastic healon, lot ub32157; non-amo viscoelastic. (B)(6). (B)(4). Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic solution (ovd) and fibers/particles on the cartridge compatible with handling the unit and suggesting the cartridge was handled/prepared for surgery. Dent/distortion and stress marks were also observed on the cartridge's tip. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the surgeon implanted an intraocular lens (iol) into the patient''s eye, the tip of the cartridge was noticed under the microscope, with a sharp burr. The surgeon also noted a small piece of particle matter which was aspirated following the lens implant. No injury to the eye was reported and the patient outcome was as expected. No further information was provided.